Manufacturer narrative:
(B)(4).

Event description:
The customer alleges an occlusion in the device a week after insertion. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The customer returned one PICC catheter for evaluation. The catheter body tip had been cut and separated prior to returning the sample. The separated catheter tip was not returned. The catheter showed evidence of use in the form of dried blood. Visual examination of the returned catheter did not reveal any defects or anomalies. The length of the catheter body measured to be 17.91", which indicates that at least 4" were cut from the catheter. Both extension lines were flushed using a lab inventory syringe to functional test the catheter for blockages. A slight resistance was encountered when both the lines were flushed. Water and a significant amount of blood exited the distal tip. When the lines were again flushed, minimal resistance was met and water exited through the tip as expected. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with this product instructs the user to flush the catheter with saline prior to insertion. The IFU also contains specific instructions related to ensuring catheter patency. It states to "ensure patency of intended pressure injectable lumen of catheter prior to pressure injection to reduce the risk of catheter failure and/or patient complications." The reported complaint of a catheter blocked during use was confirmed by complaint investigation. The returned catheter contained a significant amount of biological material, thus occluding the catheter body. Once the device was flushed, no resistance was met. A device history record review was performed with no relevant findings. Based on the report that the occlusion was found a week after insertion and the sample as received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer alleges an occlusion in the device a week after insertion. No patient injury or consequence reported.